Event description:
Consumer alleges that the weld connecting the horizontal bar directly parallel to her seat has broken at the weld while she was sitting on the rollator. The consumer alleges she did not fall.